Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as "peritoneal inflammation". The cause of the event was reported to be due to "mycete infection". It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (dose, route, duration and frequency not reported) for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was withdrawn during the treatment. No additional information could be provided as the reporter declined follow-up.